Event description:
The customer called for help with his contour meter. He performed a control test during the call and received a result of 521 mg/dl. Th normal control range was 106-146 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips and a new meter were sent to the customer.